Manufacturer narrative:
Tw#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure of the saphenous vein, vasoview hemopro 2 after ligating several branches, it was noticed that metal within the jaws had bent and slightly separated from the plastic coating. Per the photo provided by complainant, the silicone is peeling from the jaws. No pieces of the device came off of the device. However, due to the defect, it was decided that the device was unsafe to use and it was removed from the surgical field. A new device was opened up and the case was finished without any other complications. No injuries occurred due to the defect and the only surgical delay was the time needed to open a new kit, less than 2 to 3 minutes.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/08/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. The clear silicone insulation on the cold jaw was observed to be peeled back from the cold jaw, exposing the cold metal tip of the jaw. No other visual defects were observed. An investigation was conducted on 01/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the cold metal tip of the cold jaw. No other visual defects observed. Based on the photographic evaluation as well as the returned condition of device and the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000353124 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.